Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for coronary treatment. The procedure was completed as planned. The field service engineer (fse) inspected the system onsite and confirmed that the system was taking longer time to start, causing system disk failures. A review of the system logfiles cannot confirm the malfunction related to the reported problem. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc and the installation of software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the equipment takes a long time to start. No harm has been reported to philips. Philips has started an investigation of this complaint.